Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo was used during a procedure. According to the complainant, during the procedure, the device would not open when placed down the scope in the patient. The procedure was completed with another radial jaw 4 single use biopsy forceps jumbo device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; needle tail bent and jaws won't close.

Event description:
Reporter alleged obtaining the results of 197 mg/dl, 133 mg/dl and 106 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.